Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 900mg/dl. Customer indicated that their blood glucose value was 264 mg/dl at the time of the call. Troubleshooting was performed. The drive support cap appeared normal and there were no site or insulin issues. The customer indicated that they would call back for further troubleshooting and would change out their infusion set.